Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00142 on 06/12/2020. Additional information from 06/30/2020: samples from the patient from the initial event were sent to siemens for evaluation. Siemens tested the samples with atellica im ca 19-9 lot 458 and was able to duplicate the elevated results (238 and 243 u/ml). When the samples were treated with heterophilic blocking tubes (hbt), the treated samples remained elevated indicating that heterophilic antibodies are not elevating the result. When the samples were tested with a siemens alternate method, samples recovered 12.8 u/ml and 11.6 u/ml which is within the expected values for healthy patients for that method (</=37 u/ml). There was only enough of one of the samples for further testing and it was diluted 1:5 with ca 19-9 diluent giving a result of 127 u/ml when corrected for the dilution. Since this result was roughly half of what it was expected to be, it appears something in the sample is interfering, but siemens cannot determine what is causing the elevated result. The expected values section of the atellica im ca 19-9 instructions for use (IFU) (110995285, revision 03, 2019-07) indicates 3.7% of samples from normal patients recovered >37 iu/ml so a certain number of elevated results from normal patients can be expected for this assay. The elevated samples from this one patient do not indicate a product problem with atellica im ca 19-9 lot 458. The cause of the elevated result seen by the customer with samples from this one patient when using atellica im ca 19-9 lot 458 could not be determined but siemens cannot rule out a sample issue or normal assay performance. Based on the investigation to date, no product problem was identified. Siemens has requested additional information from the customer. MDR 1219913-2020-00143, supplemental report 1 was filed for the same event (retest sample draw, (B)(6) 2020. MDR 1219913-2020-00144, supplemental report 1 was filed for the same event (additional sample draw, (B)(6) 2020.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00142 on 06/12/2020 and MDR 1219913-2020-00142 supplemental report 1 on 07/28/2020. Additional information from 08/03/2020: according to the atellica im ca 19-9 instructions for use (IFU) (110995285, revision 03, 2019-07), "the intended use of the atellica im ca 19-9 assay is for in vitro diagnostic use in the quantitative, serial determination of ca 19-9 in human serum and to aid in the management of patients with gastrointestinal (gi) carcinoma using the atellica im analyzer. The test is intended for use as an aid in monitoring patients previously treated for gi cancer. Serial testing for ca 19-9 in the serum of patients who are clinically free of disease should be used in conjunction with other clinical methods used for the early detection of cancer recurrence. The test is also intended for use as an aid in the management of gi cancer patients with metastatic disease by monitoring the progression or regression of disease in response to treatment." Since the patient was not known to have gastrointestinal (gi) carcinoma, it seems customer is not using the product as intended. As stated in the limitations section of the atellica im ca 19-9 IFU: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." Additional information from 08/12/2020: siemens' investigation is complete. The customer had samples from a patient that recovered 249.35 u/ml (april 28th) and 232.67 u/ml (may 7th) with atellica im ca 19-9 lot 458. When the may 7th sample was tested with an alternate method ca 19-9 assay the result was 44.8 u/ml (reference range : < 39 u/ml). A few days later the patient was examined in another hospital and an alternate method ca19-9 test result was < 9 u/ml. A sample from the patient on may 22nd recovered 240 u/ml (troubleshooting at non-customer site) and 245 u/ml(repeat at customer site) with the atellica im ca 19-9 assay and 291 u/ml with the advia centaur ca 19-9 assay (troubleshooting at non-customer site). Siemens does not have any information indicating the medications the patient was taking would interfere with the atellica im ca 19-9 assay. Samples from the patient were sent to siemens for evaluation. Siemens tested the samples with atellica im ca 19-9 lot 458 and was able to duplicate the elevated results (238 and 243 u/ml). When the samples were treated with heterophilic blocking tubes (hbt), the treated samples remained elevated indicating that heterophilic antibodies are not elevating the result with the atellica im ca 19-9 assay. When the samples were tested with the dimension vista ca 19-9 assay, they recovered 12.8 u/ml and 11.6 u/ml, which is within the expected values for healthy patients (<37 u/ml). There was only enough of one of the samples for further testing and it was diluted 1:5 with ca 19-9 diluent, giving a result of 127 u/ml on the atellica im ca19-9, when corrected for the dilution. Since this result was roughly half of what it was expected to be, it appears something in the sample if interfering with the atellica im ca 19-9 assay, but siemens cannot determine what is causing the elevated result. The expected values section of the atellica im ca 19-9 instructions for use (IFU) (110995285, revision 03, 2019-07) indicates 3.7% of samples from normal patients recovered >37 iu/ml so a certain number of elevated results from normal patients can be expected for this assay. The limitations section of the atellica im ca 19-9 instructions for use (IFU) (110995285, revision 03, 2019-07) states: "warning. Do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note. Do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." The elevated samples from this one patient do not indicate a product problem with atellica im ca 19-9 lot 458. The cause of the elevated result seen by the customer with samples from this one patient when using atellica im ca 19-9 lot 458 could not be determined but siemens cannot rule out a sample issue or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational. No further action is required. The result and conclusion codes have been updated to reflect the investigation results. Reference section h6 of this report for the updated codes. MDR 1219913-2020-00143 supplemental report 2 was filed for the same event (retest sample draw, (B)(6) 2020). MDR 1219913-2020-00144 supplemental report 2 was filed for the same event (additional sample draw, (B)(6) 2020).

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the cause of the discordant atellica im ca19-9 results. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." MDR 1219913-2020-00143 was filed for the same event (retest sample draw, (B)(6) 2020). MDR 1219913-2020-00144 was filed for the same event (additional sample draw, (B)(6) 2020).

Event description:
A customer observed discordant high results from one patient using atellica im ca19-9. The initial result at the customer site was elevated. This initial result was reported to the physician. The physician questioned the result. The customer retested using a new sample collected from the same patient on a different day. A similar high result was obtained. This sample was tested with alternate methods, with lower results observed that the customer considered correct. These results were provided to physician in a corrected report. An additional sample was collected from the same patient and tested using atellica im ca19-9, with an elevated result. The complaint information suggests that testing was intended to check if sampling error occurred, but that the results were provided to physician. The complaint information alleges that the discordant atellica im ca19-9 results caused the patient to undergo additional examinations and anxiety, however patient treatment was not altered or prescribed or delayed based on the discordant atellica im ca19-9 results. There was no report of adverse health consequences due to the discordant ca 19-9 results.